Event description:
It was reported that this patient was at a physiological appointment when external electrodes were positioned on his left arm, which resulted in inappropriate shock delivery from this subcutaneous implantable cardioverter defibrillator (s-ICD). The patient presented to the emergency room, where it was confirmed that the shock was delivered due to over-sensed electromagnetic interference from the external electrodes. It was noted that the patient previously received another inappropriate shock in 2024 that led to an infarction and septicemia then a device revision, but it is currently unknown if that device was a boston scientific product. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description) and d6a (implant date).

Event description:
It was reported that this patient was at a physiological appointment when external electrodes were positioned on his left arm, which resulted in inappropriate shock delivery from this subcutaneous implantable cardioverter defibrillator (s-ICD). The patient presented to the emergency room, where it was confirmed that the shock was delivered due to over-sensed electromagnetic interference from the external electrodes. It was noted that the patient previously received another inappropriate shock from a transvenous implanted device in 2024 that led to an infarction and septicemia then a revision. The patient was noted to have an additional infection from the transvenous system prior to the replacement with the s-ICD system, but no further information nor specific device details were able to be provided, and it was unknown if these were boston scientific products. The patient is continuing with normal follow-up appointments, and the system is functioning appropriately. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.